Event description:
The patient was undergoing a coil embolization procedure using a penumbra system px slim delivery microcatheter and a penumbra coil 400 (pc400) coil. During the procedure, the physician was advancing a pc400 coil through a slim microcatheter. While advancing, the slim microcatheter became kinked, causing the pusher wire of the pc400 coil to become kinked as well. The pc400 coil then unintentionally detached inside the slim microcatheter. They were both removed together and the slim microcatheter was inserted back into the patient. The physician was unable to advance another coil through the slim microcatheter. The slim microcatheter was removed and the procedure continued. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00201.

Manufacturer narrative:
Result: the px slim was kinked approximately 34.5 cm from the hub, and was damaged from the distal tip to approximately 2.0 cm from the distal tip. Conclusion: the complaint has been investigated. The initial complaint indicated that the scrubbing technician inadvertently caused a kink in the px slim. This kink caused the ruby coil pusher assembly to kink, and subsequently caused an unintentional detachment of the ruby coil. Evaluation of the returned device confirmed a kink in the proximal region of the px slim. This type of damage typically occurs due to improper handling during preparation or use. If the device is improperly handled during preparation, or inserted into the patient with force at an angle, it is likely that damage such as this would occur. The ruby coil returned was severely damaged throughout its length. This damage likely occurred due to attempts to manipulate it against resistance provided by the damaged px slim. These devices are 100% visually and functionally tested for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.